Manufacturer narrative:
Philips has conducted an investigation into this complaint. The radiographer sustained an injury to the right index finger when unlocking the brakes and rotating the bv pulsera system. The distal end of the finger was bleeding and bruised. To treat the injury ice and a bandage were applied which did not impact the radiographer's ability to continue working. This incident is being treated as a product problem. A philips field service engineer (fse) inspected the system onsite and identified that the cause of the issue was that the system was over rotated 360 degrees, causing the c-arc cable to get coiled over the angulation brake. When the device was further rotated by the user, the angulation brake was inadvertently released by the cable, pinching the right index finger, which was placed underneath the brake lever. The instructions for use describe that the range of rotation of the bv pulsera is from -180 to +180 degrees with a safety stop at -135 and +135 degrees. In this case the c-arc was moved beyond the 180 degrees causing the c-arc cable to become entangled. The investigation has concluded that there was no malfunction of the philips system. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.

Event description:
It has been reported to philips that the radiographer got finger injury while using the locks on the c-arm. Intervention is unknown. Philips has started an investigation of the complaint.